Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to duplicate the failure. The fse replaced the display monitor to video gen board kit. The fse downloaded and attached the service log information. The fse performed the calibration, service and pm procedures. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a freezing screen. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the display monitor to video gen board kit. The fse downloaded and attached the service log information. The fse performed the calibration, service and pm procedures. The unit passed all functional and safety tests to factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.